Event description:
The system was explanted and returned for analysis.

Manufacturer narrative:
Visual inspection of the returned devices did not find any anomaly. Functional testing was performed and the devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient experienced pain at the ipg site. The device was turned off but the pain did not completely subside. CT scans were normal and the implanting surgeon did not believe the symptoms were related to the device; however, the physician decided to remove the device. There have been no reports of further complications regarding this event.